Manufacturer narrative:
Based on the investigation result this event is considered reportable. During the as received visual inspection, a kinked distal shaft at the e4 ring electrode was observed while in the neutral position. The e4 ring electrode was also flattened. During functional curve check, both the right and left steering curves did not meet the specification per template. The right curve was deformed and did not exhibit enough curve. The distal tubing was dissected and it was observed that the center support was broken and kinked. One of the steering wires was also detached from the center support at the solder location. Electrical testing was also performed during product analysis and all electrical tests were verified to be normal. No electrical opens or shorts were found. The thermocouple resistance value was verified to be within specification and the thermocouple was verified to be functioning properly. The rf ablation test was performed and the temperature was verified to be normal and within the acceptable operating range. The flow rate on the catheter was also checked and was verified to be functioning properly. All catheters are 100% visually inspected for proper curvature in manufacturing and final qc. The center support failure occurs when a strain rate in excess to the yield point of the metallic center support occurs. The stress imparted onto the center support while the distal section of the catheter is being manipulated in such a manner may ultimately stress the metallic center support beyond the inherent yield strength of the material. Once the center support failure occurs, the catheter will no longer steer smoothly through its specified range. Flex fatigue or excessive handling after the center support is stressed beyond its inherent yield strength may have caused the center support to break in this case. Although the center support was observed to be broken, it was contained within the distal tubing. Precautions are stated in (B)(4); "excessive curves or kinking of the catheter may damage internal components and affect steering performance". No additional information was provided for this complaint that could help determine root cause. This catheter had been accumulated at the hospital for an undeterminable amount of time before being reported as a complaint. Some of the failures or damage observed during product analysis could have occurred while the catheter was being accumulated. Since there were no specifics identified in the event description and no additional information provided, the root cause for this failure is undeterminable. No patient complications were reported for this complaint therefore no escalation is required.

Event description:
It was reported to boston scientific on (B)(6), 2010: "catheters broke intraprocedure." Per sales rep 'he did not have any additional details regarding md, complaint specifics, etc'.